Manufacturer narrative:
A partial lead with the connector pin measuring 18.7cm was returned for analysis. External insulation abrasion was found at 12.5cm from the connector pin consistent with lead friction to the ICD can. The sensing cables were visible and the etfe coating on one of the cables was also abraded.

Event description:
It was reported that high pacing threshold and high pacing impedance were observed. An insulation anomaly was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.